Manufacturer narrative:
(B)(4). This is an analysis for an ecr60g submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows tissue, a gauze with body fluids and medical devices, no staples are visible. Based on the photo, the event described could not be confirmed. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the sleeve gastrectomy surgery, after first fired, noted some staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.